Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided.

Event description:
It was reported that during a routine follow up, patient pointed an unusual feeling in the device area, physician checked and the skin around the lower part of the device became red and swollen with inflammation thought the outside so infection was suspected. The entire system was removed to resolved the issue. No additional adverse patient effects were reported.